Manufacturer narrative:
Evaluation results: inherent risk of the procedure (stent deformation). Deformation issue (stent) .evaluation conclusions: inherent risk of the procedure (stent deformation). (B)(4).

Event description:
Additional information: procedural notes were received that confirm the failure to cross of the resolute integrity otw 3.50x18 mm stent. They also confirm the patient vessel/lesion morphology and the attempts to pre dilate the lesion. Evaluation summary: the device was returned for analysis. The distal tip was slightly frayed. The stent had overlapping and raised struts on the 8th and 9th distal segments. No other damage was noted to the device. Cine image review: the images show the target lesion in the circumflex vessel. The lesion appears to have a high level of stenosis and slight tortuosity of the vessel. The images also appear to show two attempts at pre dilation of the lesion with a balloon sprinter otw 2.5x20 mm and a balloon sprinter otw 3.0x20 mm. The images post the second pre dilation attempt with the balloon sprinter otw 3.0x20 mm show the vessel and what appears to be a reduced flow in the vessel. This may indicate that the reported dissection occurred. The images do not show any attempts to deliver the resolute integrity otw 3.5x18 mm to the target lesion. The images show the stenting of the vessel with a non-medtronic stent and a final image of the circumflex vessel with improved flow after stenting. Clinical review: medtronic clinical experts reviewed the images for this case and met with the physician. In this meeting, the physician mentioned that the case was lot more tortuous than the films make it appear and there was a lot of calcium present.

Event description:
It is reported that the physician attempted to deliver a resolute integrity drug eluting stent during procedure, to treat a stemi patient with totally occluded circumflex and om at the proximal end of the circumflex vessel. The proximal circumflex was reported to exhibit little tortuosity, little calcification and 100% lesion stenosis. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The lesion was pre-dilated with a semi compliant balloon. The physician used a non-medtronic aspiration catheter to aspirate a clot in the mid circumflex and om vessel. Both the balloon and aspiration catheter crossed with ease. It is reported that delivery of the stent was attempted and the physician felt resistance at the proximal circumflex just before the takeoff of the om and would not advance. The physician then removed the resolute integrity des and inspected to check for any deformation of the stent struts or kink in the catheter. No issues were noted. The physician then re-attempted delivery, and again felt resistance in the same area as before. The device would not cross. No damage was noted to the stent upon removal, following re-attempted delivery. A non-medtronic stent, of the same size and length, crossed easily and was deployed. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used during delivery. It is reported that after the attempted delivery of the resolute integrity stent twice unsuccessfully, the circumflex had a dissection. This was treated with the non-medtronic stent.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). Patients condition affected the effectiveness of the device (lesion morphology - 100% lesion stenosis, totally occluded, little tortuosity and little calcification). (No device received for evaluation. Cine image review in progress). No results available since no evaluation was performed (no device received for evaluation. Cine image review in progress). Evaluation conclusions: conclusion not yet available - evaluation in progress (cine image review in progress). Known inherent risk of procedure (dissection). Device failure related to patients condition (lesion morphology - 100% lesion stenosis, totally occluded, little tortuosity and little calcification). Unable to confirm complaint (no device received for evaluation. Cine image review in progress). Device not returned. (B)(4).